Event description:
Boston scientific crm received information that the impedance of this right atrial lead had been measured at more than 3000 ohms. A nurse asked a boston scientific technical services consultant (ts) if the lead could be checked in a unipolar configuration. Ts advised that is not possible due to all guidant implantable cardioverter defibrillators (icds) requiring bipolar leads. A lead fracture was suspected. There was no report of adverse patient effects.

Manufacturer narrative:
The lead subsequently was explanted 39.9 months later, coincident to replacement of the patient's device for normal battery depletion. A boston scientific representative reported the lead was observed to have experienced clavicular crush. The lead was replaced with another ra lead of the same model, with no adverse effects. The entire lead body was returned in two parts severed at 29.2 centimeters (cm) from the terminal pin. Visual inspection indicated both coils in the proximal segment were fractured in an area about 24-25.3 cm from the terminal pin. Setscrew marks were noted on the terminal pin and ring. The lead failed the dc resistance measurement: test for both the anode and cathode coils due to the fracture; no other tests were performed. Analysis showed the type and location of the damage was consistent with clavicle first/rib entrapment.